Event description:
It was reported that interrogation of the pulse generator prior to opening the package showed a battery impedance of 2.5 kohms initially and 3.5 kohms when interrogated at room temperature.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.